Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system motherboard was evaluated and it was recommended that the board be replaced; the customer will make a decision on having the repairs made to the system. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.